Event description:
It was reported that, "during the course of a very challenging segmental, sub trochanteric femoral rodding, the k-wire for the recon lag screws broke inside of the nail that was already in the pt. In an effort to clear the broken k-wire tip down, the nail, the tip of a solid step drill also broke off in the nail and pt. Eventually, lag screws were inserted in the proper position. An attempt was made to insert the recon set screw in the top of the nail, sat it cross handled and the surgeon removed the set screw. Upon removal of the set screw, it was noticed that the plastic/rubber tip was no longer there. No attempt to retrieve the tip was made.

Manufacturer narrative:
All devices remain either implanted or discarded. No eval will be performed. If additional info becomes available, it will be reported on a supplemental report. Same pt event as MDR 9610622-2009-00333 and 9610622-2009-00334.